Manufacturer narrative:
The device was received with operating currents within spec. The device passed self-test, unexpected restart error test, displacement test, basic occlusion test, prime test and excessive no excessive no delivery test. However, unit alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device was received with cracked case at display window corners, reservoir tube window corners, belt clip slot and battery tube threads, and with minor scratched lcd window.

Event description:
The customer's nurse reported via phone call of hospitalization for high blood glucose and diabetic ketoacidosis. The nurse states the customer's device had a motor error. Troubleshooting for motor error was conducted, and two motor error alarms were noted in the alarms history. The customer's blood glucose level at the time of hospitalization was 524mg/dl. The customer is still hospitalized. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.